Event description:
During a carotid stenting procedure of the ica, the physician was unable to recover the accunet with either the recovery catheter 1 or the recovery catheter 2. Fluoro revealed that the wire of the accunet was apposed to the vessel wall where the stent had been placed, and the recovery catheters were catching on the struts on the proximal end of the stent as the physician attempted to advance the recovery catheter. The physician was able to successfully remove the accunet with a non-guidant vertebral catheter, with a non-guidant platform. The stent was properly placed. It was then noted that there was a drop in the patient's blood pressure and intubation of the patient was imitated at the conclusion of the procedure.